Event description:
A pt reported blood glucose results of "247 mg/dl" with a lifescan meter and "189 mg/dl" on a lab device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. A potential malfunction of the meter in terms of accuracy. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Product has not yet been returned. Lifescan has requested the return of the subject strips for eval, but has not yet received them.